Event description:
Reviewed a fax from facility. Facility sent in a medwatch report to the FDA stating, "blood contaminant visualized in dialysate. Ruptured dialyzer." Complainant is unknown to co since they requested anonymity from the FDA. Medwatch filed for due diligence only.